Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque wrench doesn¿t turn the screwdriver shaft, hudson adapter sticks on the reamers and needs to be removed with mallet and plastic broke on 12.5 x 2.5 ps fixed bearing trial - 2 pieces. All pieces were retrieved. No surgical delay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.